Manufacturer narrative:
The device has not been returned. When/if the device is returned for evaluation, the new information will be submitted in a supplemental report.

Event description:
It was reported that an inclusive tapered implant failed. The doctor reported that the implant was placed on (B)(6) 2017 at tooth location #12. The patient returned on (B)(6) 2019, and presented asymptomatic. Upon examination, the doctor noted that there was bone loss around the implant, and that there was loss of osseointegration with the implant. The doctor also noted that the patient was unable to keep the implant clean. It was at that time that the implant was removed. The patient's current condition is reported to be good, and has a follow-up appointment scheduled 1 month after the removal of the implant. The patient has type ii bone quality, and has no relevant medical or dental history. There was no abnormality noted with the implant itself.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: returned sample: the implant was returned with an unknown abutment, but not in original package. The part was verified to be an inclusive tapered implant 4.2 mm x 10 mm x 3.5 mm (B)(4) using radiographic template. The implant thread was intact and there was no defect or non-conformity observed. Heavy bone debris was observed from the implant. Please see attached pictures. Device history record: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Root cause: "loss of osseointegration" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may be contributing factors to the lack of osseointegration. In this case, doctor reported the patient had poor hygiene may have contributed to the bone loss around the implant, which led to implant failure. Doctor also reported the reported issue occurred two or more years after the implant.